Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited increased pacing impedance measurements of 1,803 ohms. Pacing impedance measurements for the right ventricular (rv) lead were noted to have increased to 800 ohms. Additionally, noise and oversensing was observed on the ra channel and resulted in inappropriate atrial tachy response (atr) mode switches. The noise was felt to be consistent with oversensing of the minute ventilation (mv) feature. No adverse patient effects were reported. This product remains implanted and in service.